Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had a leak and was blown. It was reported that the tube that was placed was extra flimsy. Tube was changed.